Event description:
Port implanted. A week later pt came in for chemotherapy treatment. Pt complainted of pain before infusion. Port checked via x-ray, pre infusion with pattency confirmed, infusion began. (Oxaliplatin, leucouvorin). Pt complained of pain at port site. Infusion stopped. Pt sent to x-ray, extravasation seen around port. Pt hospitalized for observation. Port removed the next day. Rita medical informed of problem 3 days later.